Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple occlusion alarms. Reportedly, the customer changed out all supplies each time the occlusion alarms occurred. The customer's blood glucose (bg) level was 470 (mg/dl) and a manual injection was delivered to address bg level. As the occlusion alarms had occurred in the past, tandem technical support was unable to perform a system check to determine a possible cause of the occlusions.